Event description:
Us customer contacted cepheid to discuss discrepant results between two different genexpert instruments as well as biofire. On (B)(6)2022, a sample was collected into utm from hardy diagnostics. The patient was symptomatic and experiencing shortness of breath. All tests were performed on the same sample which was kept at room temperature between tests. The customer prepares sample for testing on xpert by vortexing before using included pipette to load sample into cartridge. On (B)(6) 2022 the sample was run on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Unsure if this result was reported to physician, customer had stated initial result was positive and that doctor had been provided negative result that had to be amended. Sample 1 retest 1 took place on (B)(6)2022 on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result reported to physician. Sample 1 retest 2 took place on (B)(6)2022 on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result reported to physician. Sample 1 retest 3 took place on (B)(6)2022 on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Unknown if result reported to physician. Due to differing results on genexpert, sample 1 retest 4 took place on (B)(6)2022 using biofire which resulted in sars-cov-2 positive. This test was performed later, based on customer response this result was not reported to physician. No known impact to the patient health, due to initial negative result patient was not isolated; but customer stated that physician had questioned negative result due to symptoms.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results between two different genexpert instruments as well as biofire. On (B)(6) 2022, a sample was collected into utm from hardy diagnostics. The patient was symptomatic and experiencing shortness of breath. All tests were performed on the same sample which was kept at room temperature between tests. The customer prepares sample for testing on xpert by vortexing before using included pipette to load sample into cartridge. On (B)(6)2022 the sample was run on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Unsure if this result was reported to physician, customer had stated initial result was positive and that doctor had been provided negative result that had to be amended. Sample 1 retest 1 took place on (B)(6)2022 on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result reported to physician. Sample 1 retest 2 took place on (B)(6)2022 on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result reported to physician. Sample 1 retest 3 took place on (B)(6)2022 on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Unknown if result reported to physician. Due to differing results on genexpert, sample 1 retest 4 took place on (B)(6)2022 using biofire which resulted in sars-cov-2 positive. This test was performed later, based on customer response this result was not reported to physician. No known impact to the patient health, due to initial negative result patient was not isolated; but customer stated that physician had questioned negative result due to symptoms. This case involves a specimen that tested positive for sarscov2 by the xpert xpress cov-2/flu/rsv plus test with late CT values. The endpt was robust, however pcr curves were not provided. The customer questioned the positive result and repeated the test on the same specimen several times. One repeat was weakly positive, and another was negative but showed evidence of fluorescence in sarscov2 channel. Results are consistent with low concentration of target near limit of detection. No evidence of product malfunction. All positive results were very weak. No known harm to patient. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.